Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 sutures and vitrectomy. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A torn capsular bag was noted after the implantation of a dcb00 model intraocular lens (iol). The iol was removed during the same procedure and replaced with an ar40e 18.0 iol, that was implanted in the patient's ocular dexter (right eye). There was no incision enlargement and no serious patient injury during the procedure. Sutures were applied, though not as a prophylactic measure, and an unplanned vitrectomy was performed. Patient prognosis post-procedure was reported as excellent. The suspect iol is not available for investigation as it was discarded. No further information is available.